Manufacturer narrative:
Other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis. Event log history was performed and indicated that system fault 46,876 occurred 3,119 6,551 0 0 was recorded in history. During analysis, the reported issue was not able to be duplicated. It was noted that the device passed all functional tests performed. Service will reinstall software to the device as a preventive measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a red screen. The issue was discovered during routine testing and there was no patient involvement.